Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue happened again and acknowledged the instructions.